Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and hematoma. It was reported that a physician trained in the use of the starclose device attempted arteriotomy of the right femoral artery after an interventional procedure. Reportedly, after depressing the trigger, the clip failed to release from the clip delivery tube. The device was removed. Manual compression was applied to achieve hemostasis resulting in a hematoma. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.